Event description:
Surgeon removed a p.f.c. Femoral hip head, as well as a bipolar liner, MDR report # 1219655-1996-00002, and a bipolar shell, MDR report #1219655-1996-00003, due to dislocation of the femoral head from the liner/shell assembly.